Event description:
It was reported that during a lap cholecystectomy, the device locked down on the cystic duct. They could not use the handles to re-open jaws after firing the device. Two proximal clips were placed on the duct that allowed the removal of the device. They got a new one to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.